Event description:
It was reported that the programmers printer universal serial bus (usb) was broken, and there was an issue with the programmers software. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the universal serial bus (usb) port was not functional and the stylus functioned intermittently. It was noted that the display hatch hasp, right keyboard hinge and keyboard rail covers were all broken. It was noted that the keyboard was cracked at the hinge pin, the printer drawer side latch sticks and the system fan was intermittently noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.